Manufacturer narrative:
This investigation is being recorded under (B)(4). The device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that outside of surgery the device could not be loaded into the mesher because the roller was stuck. There was no patient involvement. Diligence is complete as no additional information was noted.